Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable inside the housing at the proximal end and at the distal end force amplification pulley. Also, at the proximal end inside the housing, both tall input disks were found with hair line cracks. A clip test was performed and failed, after three attempts the clips would not latch. The probable root cause is attributed to a loss of cable tension. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
The large hem-o-lok clip applier instrument was an incidental return. No allegation was made against this product.